Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
The middle part of the stent was ruptured when the stent was deployed.one image of the deployed stent was received with the returned deployment system. The resolution of the image provided was not sufficient to detect any strut fractures (ruptures).